Event description:
According to the op report this valve was explanted due to endocarditis and paravalvular leak. Intraoperatively, the two abscessess were observed along the left coronary and noncoronary annulus. Upon inspection of the valve, there was "clear evidence of paravalvular leak, and the aforementioned abscesses". There was severe ventricular aortic dissociation due to the inflammation and endocarditis. The valve was explanted and a 29mm aortic root homograft was implanted. The pt was transferred to the ICU in stable, but critical condition.